Manufacturer narrative:
Additional information: d4 - batch number. D9 - product return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: visual inspection: aesculap ag has carried out a visual and microscopic inspection. The product has a manufacture date in 05/2022; aesculap ag carried out a test in function, and it was detected that in the adapter the ceramic insulation is broken, therefore the function is also not given. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: the root cause for the problem could not finally concluded. The results show no hints for a product or manufacturing error. According to the instructions for use (IFU) ta010096 2022-10 change no. Ae0062044, there are many point to consider such as general safety information to prevent damage caused by improper setup or operation, and to not compromise the manufacturer warranty and liability, assembly, and product- specific safety information. Point 2.3.1 clinical user: general safety information to prevent damage caused by improper setup or operation, and to not compromise the manufacturer warranty and liability: * use the product only according to these instructions for use. * follow the safety and maintenance instructions. * ensure that the product and its accessories are operated and used only by persons with the requisite training, knowledge and experience. * prior to use, check that the product is in good working order. * keep the instructions for use accessible for the user. Point 2.3.2 product-specific safety information: damage to the working insert due to incorrect handling or operation! To avoid damage to the working tip, especially to the ceramic insulation: *] apply caution when operating the product. * to prevent damage at the working end: carefully insert the product through the working channel (e.g. Trocar). *do not apply excessive force. * protect the working tip against knocks and impacts. * use the protecting cap when the product is not in use. Sparks may be created during proper use of the high frequency (hf) instrument, which may lead to ignition or explosion of flammable gases. 3.10.2 assembly: establishing the handle /shaft connection: caution - damage to handle/shaft or working insert due to incorrect handling! * when establishing the connection, do not hold the product at the insulating outer tube when pushing the shaft into the handle as, otherwise, the outer tube will be displaced. * do not hold or pull the moveable handle part, since the proximal end of the working insert could get bent. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the end of the branches was no longer in axis, but could be closed in the later moments. The presence of a shiny metal fragment on the mesentery tissues was noticed, which was removed. Visual examination of the branches showed a loss of a fragment on the distal clamp at the base of the branch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).